Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 228731b with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 228731b, test base part number 195-430wjr/ lot: 224885. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 228731b showed that the complaint rate is 0.00139%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. Initial testing was performed four (4) times, every two (2) days, starting on (B)(6) 2024 using the binaxnow covid-19 antigen self-test, generating positive results each respectively. Additional/confirmatory testing was not performed. The consumer indicated they were experiencing symptoms such as chills, nasal congestion, fever, nasal drainage, and mild sore throat. On (B)(6) 2024, the consumer was prescribed paxlovid by their healthcare provider but did not take the medication due to his other health issues. Per the consumer, due to their sore throat irritation, they had an esophagogastroduodenoscopy (egd) performed. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.